Event description:
Customer initially reports the corkscrew end of laparoscopic instrument broke free in uterus intra-operatively. Corkscrew is screwed into the uterus to elevate it for hysterectomy. On (B)(6) 2012, risk manager has no further information. On (B)(6) 2012 required 3 inquires made for additional information with no response. Will send follow-up if information received.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.